Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and low blood glucose level of 44 mg/dl. Customer state that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 44 mg/dl and the sensor glucose was 212 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer was assisted with troubleshoot. There was no leak and air bubble. The sensor and insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Delivered a manual bolus with no air bubble anomalies noted during testing. Device communicated properly with glucose sensor simulator and the guardian link transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. The correct test blood glucose value was sent from glucose meter and received by unit under test; device communicated properly with blood glucose meter. No cracks on device noted during visual inspection.